Event description:
The doctor performed a lefort one osteotomy surgery and placed the distractor device in the pt. During distraction by the patient, the zygoma fractured and the patient was then taken back for traditional methods of advancement.